Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the system would not boot up and displayed a "scan disk and do not switch off" error message. No patient injury was reported.